Manufacturer narrative:
Blocks a1, b5, d4 lot number and e1 below have been updated based on the information received on september 22, 2022. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2017 was chosen as a best estimate based on the date the patient commenced pain medication. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) (B)(6) hospital (B)(6) block h6: patient codes e2324, e2324, e1405, e2330 and e0206 capture the reportable events of, pain, incontinence, dyspareunia, unspecified mental, and emotional or behavioural problem.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during an advantage sling + cystoscopy procedure performed on (B)(6) 2014 for stress incontinence. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; psychiatric injury nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: panadeine forte 500mg/30mg for the treatment of: back pain. Treatment duration: 4 years.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; psychiatric injury nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: panadeine forte 500mg/30mg for the treatment of: back pain. Treatment duration: 4 years.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.